Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 1/29/16-pfs and medical records received. A dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated pain, elevated metal ions (no labs), corrosion, malpositioned stem, and corrosion. The unknown depuy device is being changed to an unknown depuy stem. The alleged loose and/or popping sensation allegation is being understood as possible dislocation or subluxation, so at this time no extra device is being reported. No primary operative note/part & lot have been provided. The complaint was updated on:2/16/2016.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges pain, discomfort, inflammation, difficulty ambulating, elevated metal levels, as well as loose and/or popping sensation.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.